Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected critical pump error alarm and then a blank display due to moisture exposure. Blood glucose value was unknown at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
Device was received with critical pump error (open book image) alarm during testing due to moisture damage on electronic assembly. No blank display noted during testing.